Event description:
Caller reported a cartridge alarm 20, and it was confirmed there was no adverse impact to the customer's blood glucose level. The customer was able to reload a different cartridge and resume insulin therapy successfully, but later experienced alarm 30 with the pump. As a result, the customer replaced the necessary supplies and continued insulin therapy. Tandem planned to replace the pump due to the recurring cartridge alarms when using back-to-back cartridges.